Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the proximal left anterior descending artery with one 3.5 x 18 xience v stent. On (B)(6) 2009, the patient experienced chest pain. On (B)(6) 2009, the patient was admitted to the hospital for a worsening of the chest pain and underwent percutaneous coronary intervention in the index lesion. The patient's condition resolved on (B)(6) 2009. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). No pre-dilatation. The stent remains inside the patient. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the xience v stent was implanted with no predilatation. It should be noted that the xience v IFU states to pre-dilate the lesion with a percutaneous coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. It is unknown if the direct stenting (no pre-dilatation) contributed to the reported patient effects.